Event description:
The halo crown was used for a pt with a cervical fracture. The anterior skull pin went into the bone without torque release. It was confirmed that the pin was inserted deeper than intended. The pin was pulled out to the desired position to complete the case. According to the doctor, the pt had serious osteoporosis. There were no adverse consequences to the pt. If this were to recur it could result in serious pt injury.

Manufacturer narrative:
Contact reported that the torque limiting cap did not break off and limit the torque. The caps break at 8 in/lbs of torque. As stated in the instructions for use, the caps should not be used on pediatric pt or for pts with compromised bone quality. This pt was reported as having osteoporosis. When using on pts with compromised bone, the disposable torque pin driver that comes with the crown should be used. Event appears to be related to pt condition and user device interface. The event as reported is not device related.